Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine elective generator change. During the procedure, it was noted that there were two places of insulation wear that caused noise over-sensing and pacing inhibition. The abrasions were covered with medical tape and a suture sleeve, which appeared to resolve the issue. The patient was in stable condition.